Event description:
General report received of an unspecified number of undocumented instances of cassette alarms. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.